Event description:
End-user stated that medical attention was sought on (B)(6) 2021 around 7:30am at home. End-user stated that she tested her blood glucose with her prodigy meter and received a result of 527mg/dl. A normal result for the end-use for that time of day is usually around 91-149mg/dl. The end-user stated that about 5-10 minutes after testing she started feeling shaky and called paramedics. End-user stated that no food drink or medication was consumed while waiting for paramedics to arrive. When paramedics arrived, the end-user said they were unable to get a blood glucose reading with their meter and they did not try and use her prodigy meter. The paramedics transported the end-user to (B)(6). The end-user stated that when she arrived at the hospital her blood glucose was 112mg/dl. She stated that she was given breakfast of; scrambled eggs, sausage, applesauce, milk, sugar free syrup. The end-user stated that she received no other treatment for her blood glucose. The end-user stated that an EKG was done, and the results were normal. End-user has a sliding scale for her humalog that she declined to provide. When the end-user was discharged her blood glucose was 230mg/dl. She was at the hospital for 3 ½ hours and was told to follow up with her dr. No additional information was provided.